Manufacturer narrative:
Unk-p-aus, aus, device incontinence mechanical/hydraulic. 72400025, 620487012, balloon fgs 71-80 cm.

Event description:
It was reported that patient was having 10 year old artificial urinary sphincter (aus) removed due to urethral atrophy. Device was cycling but not tight enough. No adverse patient effects.